Manufacturer narrative:
Results evaluations codes: investigation: the user facility only returned the inflation line of the event device. The inflation line was leak tested and air leaked around 38mm way from the inflation line end. The leakage was examined under magnification and a break in the line was found. The broken surface was smooth. Neither stretch nor deformation was seen on the broken surface. A review of our complaints history confirmed this to be the first complaint for the possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: as this unit worked as intended for fifteen days, it is unlikely the result of a manufacturing error. We have determined the root cause for this incident is that the inflation line was likely damaged with a sharp edge after placement. This report has been logged for trending.